Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the scope produces a pink/purple colored image defect. The image issue was isolated to a defective outer tube unit. The inspections other findings included, the light guide fiber bonding at the distal end of the outer tube is damaged. The scope was last repaired on march 8, 2022. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer endoeye high-definition ii, autoclavable video telescope causes ¿pink color cast¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to person or other was reported to olympus.

Event description:
The intended procedure was a therapeutic gynecological laparoscopic procedure and was completed using another, similar device. No delay in procedure has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and new information received from the end user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the reportable malfunction: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device a user fault (improper handling ¿ use of external force) is assumed to be the cause for the light guide fiber bonding issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.